Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient experienced peritonitis was hospitalized. On (B)(6)2010, the patient began treatment with injection reflin 1 gram once daily ip, injection fortum 1 gram once daily ip, and injection heparin 1000 iu three time a day ip, all of which had continued as of the time of this report. As of the time of this report, the patient had remained hospitalized. The outcome for the peritonitis was unknown. Pd therapy continued. The nurse believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.